Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test and self-test. No failed battery test noted during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, normal low battery alerts occurred on 12/18/2025 21:53:00, 12/08/2025 22:50:00 and 11/25/2025 18:30:00 were found in the history files or traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and serial number label missing. Failed battery test was not confirmed. Cosmetic damages were confirmed at the battery tube threads and corner case of the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery compartment shuttered, received battery failed and crack on battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for cosmetic damage allegation. Customer stated that, damage affecting/impacting pump functionality. Troubleshooting was not performed for battery failed alarm. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was that the device will be returned.